Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report. There was no reported impact to the customer's blood glucose.